Event description:
Initial report received on 08-nov-2011: this spontaneous case was reported by a dermatologist and involves a female customer with no relevant medical history. In (B)(6) 2011, she had been treated with poly-l-lactic acid (sculptra) for cosmetic skin procedure, location: cheekbone area. Dosage: one bottle of poly-l-lactic acid for each treatment diluted in 5 ml water + 2 ml local anaesthetic. Technique: tunnel technique, approx 0.1ml/tunnel, subcutaneous injection, accompanied by massage. Approx four weeks after the last treatment, the customer suffered from visible nodules with a size of approx 0.3 cm up to 1cm. Size and consistence changed from day to day. Outcome at the time of the report: ongoing. A corrective treatment with doxycycline 100 mg/day was recommended (duration: >two weeks, initial dosage: 200 mg). No other filler in the cheekbone area had been used in the past.